Event description:
According to information received from the center, skin flap revision surgery took place in 2002 (specific date not given) because of a reported problem with external headpiece retention. The patient will continue to be monitored by the center.